Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any a lot specific issue at this time. Based on the available information and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation) could not be determined. A cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve; however, the posterior gripper arm did not come down. Troubleshooting was performed, and the gripper arm was able to come down. The procedure continued and the clip was deployed. But then the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (slda). Additional treatment was not performed. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.